Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection was performed with the naked eye noted a hole in the tubing. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due to a leak at a hole in tubing. The reported issue was verified. The cause of the reported condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set leaked; further reported as "leaking at the end where the twist clamp opens and closes¿. This was identified while use on a patient for peritoneal dialysis. As a result, the transfer set was replaced with a new one. There was no report of patient injury or medical intervention associated with this event. No additional information is available.